Manufacturer narrative:
Additional data: h6 type of investigation code: 3331 device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search- no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, into the patient's right eye (od), the patient experienced delayed onset toxic anterior segment syndrome (tass) seven days after implantation. Diagnostic tests were performed. Treatment was performed, 'subconjunctival injection of steroid'. The lens remains implanted. Status of the eye: "it was observed at a checkup one week after surgery. Fibrin has settled down with steroid administration". The cause of the event was reported as unknown. If additional information is received, a supplemental medwatch report will be submitted.